Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported he was swimming with the insulin pump and was hit by a wave. The insulin pump display went blank, following exposure to moisture and a constant tone began to occur. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly; also the motor was found corroded. No unexpected noise or alarm noted. The insulin pump has cracked case at the display window corners.